Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report 1627487-2020-01301; related manufacturer report 1627487-2020-01302. It was reported that the system was explanted due to migration issue resulting in ineffective therapy. No further information is available at this time.